Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: medical product - comprehensive srs distal humeral body, cat#: 211250 lot#: 430570. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of x-rays and op notes provided. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. X-rays were reviewed by operative surgeon and notes provided confirmed the patient was revised due to a bone fracture. Root cause determined to be patient fall. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product - comprehensive srs distal humeral body, cat#: 211250 lot#: ni. Customer has indicated that the product will not be returned [location unknown] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient, please see associated reports: 0001825034 -2017 - 05107, 05109.

Event description:
It was reported that the patient underwent an elbow arthroplasty and approximately 4 months post implantation the patient suffered an ulnar fracture due to a fall. This fracture could have been procedure related according to the study documents as a 1cm hole was created in the patient's ulna for cement extraction during the initial implantation. The patient was subsequently revised approximately 6 months post-implantation to a longer ulnar stem.